Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented in clinic for follow-up a day after implant procedure. It was found that rv lead was not capturing. The fluoroscopy revealed the rv lead dislodgement. The rv lead was repositioned on (B)(6) 2018. The patient was stable.